Event description:
It was reported that while using one bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the customer noticed plastic pieces inside the blood collection tube. No impact on patient or the user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 80 retained samples were visually inspected, with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) hospital, a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the customer noticed plastic pieces inside the blood collection tube. No impact on patient or the user.